Event description:
Pt was revised due to undersized cta head.

Manufacturer narrative:
Examination was not possible, as the product was not returned. The investigation was limited to the info provided, as the lot number required to review the device history records was not provided. Although the complaint is non-verifiable, provided info states the rotator cuff was insufficient due to the undersized head. Based on the investigation, the need for corrective action is not indicated. Should add'l info be received, the complaint will be reopened. Depuy considers the investigation closed.